Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating that a 10005941 jp pulse oximeter did not alarm. The customer indicated that there was no patient harm reported with this event.